Manufacturer narrative:
PMA/510k # preamendment (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, there were longitudinal splits in several parts of the sof-flex double pigtail ureteral stent set, two months after the placement. Details of the event including part number of the device are still unknown. Another manufacturer's stent (5fr. Stent is also placed in the patient and thus, it is possible that the cook stent actually has no problems, and another manufacturer's stent has the defect. Additional information was received (B)(6) 2018: it was reported, in (B)(6) 2018 a (B)(6) girl with hydronephrosis underwent a percutaneous pyeloplasty and the sof-flex double pigtail ureteral stent set was placed. Initially the device was planned to be retrieved from the patient after a month. However, the patient got chickenpox and retrieval was prolonged for a month. In (B)(6) 2018, retrieval of the stent was performed. During the period from stent placement to stent retrieval, the patient complained of pain attacks several times. Longitudinal splits were observed on several parts of the retrieved stent. In addition, foreign matter was adhering on the surface of the stent. The patient became in a condition that no stent was necessary, and a procedure to place an additional stent was not conducted. The stent was returned and confirmed to be a cook medical device. No additional patient consequences were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on (B)(6) 2018: the gender of the patient has been revealed to be male, not female.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, and specifications. One 5 french 20cm stent was received, the positioner and wire guide were not returned. A dimensional verification of the returned specimen confirmed the stent is dpssf-047020 stent from a 039520 sof-flex ureteral stent set. The outside diameter measured .063 within specified tolerance .062" +_.002". Visual examination of the stent surface confirmed light encrustation observed on the stent outer surface. The stent was wired using a hsf-.035-50-qc wire guide and biological matter was pushed out from inside the sent. One set of splits was observed 1.5cm from the ink band, a second set of splits on the opposing side was also observed. The length of the splits were approximately 6mm. No other damage was observed on the stent. Splits on the stent indicate the stent was likely damaged by an instrument of undetermined origin. The device history record review showed there were no non-conformances associated with the reported failure. A search of complaint records revealed this is the only complaint for complaint device lot number 7829718. According to the instructions for use (IFU) precautions: when using a wire guide through a metal cannula/needle, use caution as damage may occur to the outer coating. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. A review of the production process identified the finished device is inspected before shipment. The device was returned and a review of the stent confirmed the splits on the stent. Two sets of splits were noted on opposite sides of the stent. The device met manufacturing specifications other than the splits. The cause for this specific failure mode is not able to be established at this time. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.